Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6) , ubd: 08-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. It was reported by the patient that 'about 2 months ago, "the wires were tangled" and they had a revision done. Patient stated the pump had morphine and they did not know what else.

Event description:
Additional information received from a patient indicated that the wires were noticed during magnetic resonance imaging (MRI), therefore, their one connector didn't connect with the pump. The patient stated that the surgery was a success.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from a health care provider (hcp). Indicated, that the pump flipping and mobility caused the pump segment to kink with a loss of therapy. The patient had a revision to address the issue above and to secure the pump. Diagnostics/troubleshooting performed: included x-rays, pump aspiration and a surgery to re-secure the pump without complication. There were external/environmental/patient factors that may have caused or contributed to the event. The issue was reported to be resolved.